Event description:
When opening slide clamp proximal to already programmed IV pump, the spike of the IV tubing became dislodged from the chemotherapy bag. Immediately it was reinserted into the neck of the bag to minimize leakage. A splash into patient's eye resulted from the incident. The tubing was connected to the IV bag using a bd phaseal infusion adapter.